Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been admitted to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 31.1 mmol/l (559.8 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, blurred vision and confusion. The patient was treated with a bag of saline, insulin and potassium. The patient was discharged after 5.5 hours.